Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that bilateral arteriotomy closures of the left common femoral artery (lcfa) and the right common femoral artery (rcfa) was attempted using a starclose device after an embolization interventional procedure via a 7f sheath. The starclose was successfully used in the rcfa. Reportedly when attempting to deploy the starclose device in the lcfa, the sheath was unable to split when performing step 2. Manual compression was used to achieve hemostasis in the lcfa. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.